Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete.

Event description:
It was reported that the power cord was cut and there were exposed wires. The event timing was outside of surgery. There was no harm or delay reported as there was no patient involvement. No adverse events were reported as a result of this malfunction

Manufacturer narrative:
Following sections were updated or corrected : b4, b5, d4, d9, g2, g6, g3, g4, h1, h2, h3, h4, h6, h10 -review of the most recent repair record determined that the power cord was run over by the cart and cut the cord. The power cord was replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. -a definitive root cause cannot be determined. -the event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
There is no additional event information available.